Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that on (B)(6) 2017 they started to experience a cutting-like sensation. The sensor was removed on (B)(6) 2017 and the patient noticed a light rash under the footprint of the sensor adhesive. The affected area was on the abdomen, just under the belly button. Patient treated the skin irritation with neosporin and keflex, prescribed on (B)(6) 2017 for a previous skin reaction. At the time of contact, it was indicated that the patient was well. No additional event or patient information is available.